Manufacturer narrative:
Date sent to the FDA: 4/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2016 due to hernia recurrence, bowel obstruction and adhesions. It was reported that the patient underwent a previous hernia repair surgery on (B)(6) 2012 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.